Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated the push lock on the wheeled leg of the walker will not lock into place.